Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that she doesn't know if the machine needs updating, and she can't tell and not sure if the implant or programmer needs updating. The patient reported that it's not working as well as it was. During troubleshooting, it was indicated that the stimulation was on, the setting was on p1 at 0.9v. The patient has had the implant for almost 4 years, she was not sure how to know if the implant was working or not, and it seems to be working. In addition, the patient stated she was taking a medication that was causing her bowel to be pasty, her bowel behavior was different, and she was having hemorrhoid problems because of her bowel. Sometimes, when she is constipated or her bowel misbehave, the machine doesn't work as well. During troubleshooting, the stimulation was increased, which resolved the issue. Additional information was received from the patient on (B)(6) 2018. The patient's previously mentioned bowel symptoms and adverse events related to the patient's bowels were a result of the patient's gall bladder removal and not related to the device and/or therapy. The patient reported the therapy was turning off by itself. The patient stated they were going to their urologist on the day of the call to talk about the battery. The patient reported that day her ins was going off on its own for no reason and the patient was wondering if that was an indicator that their ins might be depleted and needed to be replaced. While on the call, the patient confirmed that they were looking at the right icon and that the lightning bolt was gone when they checked it. The patient stated recently they noticed the ins would go off and they had to be careful because it was not so trustworthy. The patient stated they did not press the ins off button. While on the call the patient confirmed there was no indication of a low ins battery and the programmer showed the ins was on. The patient mentioned that they barely felt any stimulation except for when they increased it but that they never really felt stimulation much. The patient stated they did not focus on that because they knew that if the interstim worked well they did not have to urinate so often. The patient reported that right now the interstim was not working well and that the night prior they went every 2 hours; they had to get up to urinate. On the morning of the call the patient checked their patient programmer and the ins was not on. It went off and they didn't know why but they put it back on and they stated during the call they felt ok. The patient noted since the first of the year the therapy stopped helping their bladder symptoms. The patient was going to follow up with their health care physician (hcp). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information from the patient reported that the implanted device was a ¿vast improvement to my life but not without some bumps along the way¿. The patient did try botox injections twice which was thought may enhance the therapy. The first injection worked better than the second one (reason was unknown). The patient was convinced that the implanted device was the best answer for them. The patient stated that the biggest surprise for them was the ¿influence the bowels on the performance of the apparatus¿. They noted the bowels must be kept relatively clean ¿for a positive performance regarding urgency and emptying fully of the bladder waste¿. The patient mentioned they had tried many remedies to keep things running smoothly (¿trial and error¿) and felt ¿pretty secure in that department now¿. In addition, the patient stated that another cause for the therapy to be insufficient is ¿a client malady or some temporary illness¿ which can have an adverse effect on the therapy¿s performance. They further noted that ¿if you are sick or out of sorts all bets are off¿. But ¿trust as soon as you become healthy, your therapy will improve (strange but true)¿. Regarding the recent device turning off by itself, the patient stated that this happened before, they changed the batteries assuming they were weak which seemed to ¿do the trick¿. In addition, the patient still had a challenge when it came to changing the ¿lead¿. The patient did not receive a ¿tutorial concerning the operation of their unit¿.